Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result the returned captivator snare was analyzed, and a visual evaluation noted that the working length and wire were kinked at proximal section (strain relief). Electrical and continuity testing was performed, and the device was found within specification. Finally, the device was tested with the erbe, as a result, the erbe shows no problem supplying the energy to the snare. No other problems with the device were noted. The reported event of device failure to deliver energy and loop unable to cut was not confirmed. It was found that the working length and wire were kinked at proximal section (strain relief). These reported failures likely occurred due to the manner as in which the device was handled and manipulated. Excessive manipulation of the device care could have induced the defects found. Additionally, since the device cannot be functionally tested under anatomical or procedural conditions, the most probable root cause of this complaint is classified as no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove an 8-mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare would not heat up. There was no cautery to cut through the polyp. The machine was checked, it was on and everything was connected properly. There were no visible problem noted with the cautery pin. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon to remove an 8-mm polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare would not heat up. There was no cautery to cut through the polyp. The machine was checked, it was on and everything was connected properly. There were no visible problem noted with the cautery pin. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.